Manufacturer narrative:
Product event summary: no anomalies found.

Event description:
It was reported there was intermittent wand contact during interrogations. The programmer and programmer rf (radio-frequency) head were returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).